Manufacturer narrative:
The product has not been received for evaluation, and a follow-up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient, the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.